Event description:
The customer reports that they are not seeing images the same way on the enterprise web as on the (B)(4). There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).